Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated atrial oversensing. Non-physiologic oversensing due to noise observed on stored atrial lead electrocardiograms. It was also indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance was steady at approximately 500 ohms through (B)(6)-2015, rises out of range starting (B)(6)-2015. (B)(4).

Event description:
It was reported that the patient's lead had high impedance, noise and a confirmed fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.